Event description:
During a preventative maintenance visit, the technician found 4 low pressure bulkheads and 1 high pressure bulkhead blocked on each of the 2 bays on the system 83 plus 9 units.

Manufacturer narrative:
On (B)(4) 2012, a service technician performed blocked bulkheads, according to the gi manager the flow was checked the day before, at that time there was flow. The technician stated: according to the facility representatives they changed disinfectants and that this was a known condition associated that chemical disinfectant. The technician recommended that all scope washers be checked, the chief engineer stated that he would have his staff check and replace the bulkheads if necessary. The result of this investigation revealed that the blocked bulkheads may have been caused by the change to the disinfectant. The bulkheads were not returned to the manufacturer. Based on the info received; (B)(4). Could not confirm if there were any potential risk to the pts. Hospital did not respond to our request for additional info. There were no reported injuries.